Event description:
The customer stated that his blood glucose readings had either been very low (20 mg/dl) or very high (400 mg/dl) for the last couple of weeks. While troubleshooting his contour meter, it was discovered the meter display was missing segments. The customer did not seem to be aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer was unable to provide the meter serial number, so it was not possible to determine the manufacture date.